Manufacturer narrative:
Height: 50cm. Visual inspection: in the first step of our investigations an optical control is carried out. It is checked whether any defects, deformations or other noticeable irregularities can be identified. Permeability test: to proof the penetrability of the valves we have carried out penetrability tests. These tests are carried out at a calculated hydrostatic high (open pressure of the valves + 30 cmh2o) in horizontal direction of flow. Computer controlled test: the test is performed with a miethke computer controlled testing apparatus. The progav 2.0 shuntsystem was tested by simulating a cerebrospinal fluid flow at rates between 60 ml/h down to 5 ml/h in the horizontal and vertical position (in acc. To iso 7197). Distilled water is used as test-liquid. Adjustment test: the adjustment test is used to ensure that the progav 2.0 can be adjusted to all pressure levels. The tests are carried out with the standard progav 2.0 check-mate and measurement tool. The valve is adjusted from 0 to 20 cmh2o and down again in increments of 5 cmh2o. Braking force and brake function test: to measure the braking force, we tested the progav 2.0 valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Results: first of all we would like to point out that the shunt system was not inserted in liquid at the time of delivery. The testing of valves sent in dry is only of limited significance. The product properties can be influenced by dry residues of cerebrospinal fluid or blood. Nevertheless, we have examined the valves. No significant deformations or damage of the valves were detected during the visual inspection. However, the optical inspection showed clear blood residues on the product sent in. Next we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable. In order to investigate the suspicion of an overdrainage, we carried out a computer controlled measurement on the progav 2.0 shuntsystem. The measurement of both valves has shown that the valves operates outside the permissible tolerance in the reference flow range of 20 ml/h. Consequently, we can confirm an overdrainage. Additionally, we tested the adjustability of the progav 2.0-valve as well as the brake functionality and brake force. The valve operated as expected and met all specifications. Finally, we have dismantled both valves. Inside both valves we have found visible build-up of substances (likely protein) as well as blood. Based on our examination results, we can confirm the suspicion of "overdrainage". All other measurement results were in accordance with the specification. We suspect that the deposits found inside the valves have led to the functional impairment. Deposits caused by natural substances found in the csf, such as protein, blood or tissue particles, are among the known and unavoidable risks of hydrocephalus therapy. We can exclude a defect at the time of release. The shuntsystem met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was an issue with a progav 2.0 shunt system. The reporter indicated that a 46 day post operative valve was overdraining. The progav 2.0 shunt system was explanted. Additional information was not provided.